Event description:
It was reported that the pacemaker observed possible loss of capture on the electrogram (egm). The patient's heartrate was in the 30 beats-per-minute range and they were admitted to the hospital. Pacemaker mediated tachycardia (pmt) episodes were also noted. The pacemaker system remains in service. No adverse patient effects were reported.